Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker did not deliver pacing upon connection of leads at implant. The leads were disconnected from the device and an alternate pacemaker used without issue. No adverse patient effects were reported. This lead remains in service.